Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was taken ambulance and then hospitalized due to high blood glucose, diabetic ketoacidosis and septic bacterial infection on (B)(6) 2020 with blood glucose of 1200 mg/dl. The customer was treated with intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. The insulin pump will be returned for analysis.